Manufacturer narrative:
Customer returned an additional lot# of strips that was not included in the initial report: lot# 5cfec33, exp date 03/31/2017. The manufacture date is 03/01/2015. Both lot#s gave satisfactory performance.

Event description:
The customer received a blood glucose reading of 373mg/dl from the contour next link and a reading of 175mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.